Event description:
It was reported that the patient was in the intensive care unit for unknown reasons. Upon device interrogation, the right ventricular lead exhibited oversensing. All other electrical parameters were stable. The lead was capped and replaced. The procedure was completed fine and the patient would be monitored normally.

Manufacturer narrative:
.